Manufacturer narrative:
Model number/catalog number: sc-5312 , serial number: (B)(4), batch/lot number: 18592223, model/catalog description: precision charger. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had a burning at the implant site. No further information could be obtained.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing.

Event description:
A report was received that the patient had a burning at the implant site. No further information could be obtained.